Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding abnormal ion levels involving an unknown other hip head was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: no patient medical records were available for review. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified conclusions: the event could not be confirmed nor could the root cause be determined due to a lack of provided information further information such as return of device, patient history, medical records, x-rays, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Letter of representation received from patient's counsel states that the patient has sustained injuries as the result of the implantation of a stryker secur-fit hip replacement. The exact extent of the injuries are unknown at this time. Information received from legal department reports the following: during 2014 she began to develop pain in her right hip, muscle aches, followed by hearing/vision loss and chronic distal polyneuropathy and elevated cobalt and chromium levels. She underwent revision on (B)(6) 2015 at which time surgeon encountered black tissue and dark black metallic fluid within hip capsule.